Manufacturer narrative:
Complaint conclusion: as reported, when testing the balloon of the 6/7f mynxgrip vascular closure device (vcd), it was noted that it was ¿broken.¿ it was not introduced into the patient. No patient injury. Additional information provided that the balloon was leaking. The physician, who is a certified mynx user, took another mynxgrip device out of the same box to successfully complete the procedure. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the device. There was no difficulty removing the product from the package. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon loss of pressure at prep¿ could not be confirmed since the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the issue reported. However, handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported, when testing the balloon of the mynxgrip device, it was noted that it was broken. It was not introduced into the patient. No patient injury. The product was discarded. The physician, who is a certified mynx user, took another mynxgrip device out of the same box to successfully complete the procedure. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the device. There was no difficulty removing the product from the package. The balloon was leaking.